Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device membrane keypad is experiencing an issue, causing incorrect button presses. A request for additional information regarding the incident was made. Response received indicated it is unknown if the device was in use on a patient at the time of the event. Response also indicated no patient or user health consequences or impact occurred.